Event description:
.

Manufacturer narrative:
(B)(4). Video review by field quality engineer. Corrected data: file was upgraded to a serious injury based on additional information received. Additional information: hospitalization was extended by 2 or 3 days due to convert from laparoscopy to laparotomy. The patient was fully recovered and had already left the hospital. The analysis results found that the device arrived in good visual condition. Additionally, one staple was received in a piece of foam. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process. Ees field quality engineer reviewed the video of the case with the following observations, comments and conclusion. Observations: the first 12 minutes of the video involved skeletization and mobilizing the colon and prepping for lower colon transection. At 12:00 minutes into the video a covidien ultra device with a 60 mm tri-staple purple reload appears. Placement and positioning of the device takes approximately 5 minutes and 40 seconds. The device firing occurs at 17:52. This firing did not completely transect the colon so an additional firing was done at 21:26 utilizing a tri-staple purple 45 mm, reload. This firing left a tissue tag which was cut. Note: device placement for the colorectal transection left the clear, cleaned colon on the remnant side. The colorectal segment was taken extracorporeal for remnant transection and cdh29 anvil placement. Purse string device was placed at 31:42 and cdh29 anvil placed and secured at 35:44 into the video. Colorectal segment was then placed back into body cavity. Trans-anal device placement starts at 41:30 into video with trocar penetration at 42: 26, and anvil attachment completed at 43:15. Dialing down (tissue compression) starts at 44:05, is completed at 44:25. There appears to be no excess tension at the anastomosis site. Note, if there would be a tissue thickness issue it appears that it would occur on the back side of the anastomosis site (non visual side). Firing appears to start at 44:35. There appears to be a couple of firing attempts based on movement and tissue suction at 44:42, 44:47, and 44:52. Inspection of anastomosis starts at 45:00 finding that 1/3 - 1/2 of the anastomosis is open and appears to have no staples present but cleanly cut. Conclusion: since fqe was not present, fqe does not know where the indicator was within the gap setting scale, the users hands placement during firing, if the device was fired completely plastic to plastic, if the breakaway washer was completely cut and if the firing trigger was squeezed more than once, etc. Fqe can only provide a couple of possible causes based on the event description and video. It is the opinion of the fqe that the firing trigger was squeezed more than once, cutting out the back side of the anastomosis where the tissue was thicker. This thickness may have caused some tissue movement after the first firing stroke. Comments: there are a several possible ways this type of event can occur; some possibilities are outlined below: if the red safety is inadvertently released, coupled with the firing trigger being compressed some during device placement, the staples and knife will start to advance. If this happens, the staples can come in contact with the inside wall of the bowel and be pulled out of the staple pockets. Typically the pulling out of staples only happens in one area circumferentially, leaving that area with no staples to form a complete set of anastomotic staple rings. This is a possible cause in this case. If during the firing of the device the firing trigger gets compressed more than once, the opportunity presents itself for the knife blade to cut out part of the previously placed anastomotic staple rings. When this occurs, the compromised anastomosis can appear to have not been stapled. Sometimes inspection of the donuts will identify what might seem like more staples than normal being present. This is a possible cause in this case.

Event description:
It was reported that during a laparoscopic low anterior resection, the staples were not deployed wholly when the device was used to anastomose between the colon and the rectum. As it was double stapling technique, the device was fired across an existing staple line. The device cut the target tissue. After that, the incision was changed from 4cm to 15cm and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? --- laparoscopically. What device was used for the proximal and distal transaction? What color reload? --- endo gia ultra purple. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) --- unk. How was the purse string placed, by hand or with an assist device? If an assist device, what product? --- hand tied. Was the spike of the trocar inserted lateral or through the staple line? --- through the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? --- unk. When the device was fired, where was the indicator within the green zone/gap setting scale? --- unk. Was buttressing material utilized? --- no. Was the instrument fired across or near an existing staple line or clip? --- fired on existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---unk. Were any unexpected noises heard? --- no. Were any of the forces higher or lower than expected (closing, firing, or opening)? --- no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---unk. Is a pathology specimen and/or report available?_--- no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) --- donut confirmation. Completely formed donut. Did the operation change significantly as a result of the device issue? --- yes. What is the patient_s age and sex? --- unk. Did a hcp other than the primary surgeon fire the instrument? --- unk. Was there a recent conversion to ees devices in this account or with this surgeon? --- unk.